Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log filse contained events from 12sep2023 through 13sep2024 and 30sep2024. The majority of the file consisted of pi events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU addresses pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had wildly fluctuating pulsatility index (pi). There were no low flows on the history and the customer stated that the pi was between 3-9. Log files were sent for review. The event log file captured routine events, nothing was notable in the log file. The ventricular assist device (vad and peripheral equipment were functioning as intended. Additional log files were sent for review. The patient had reported variable pis and significant dizziness. It was also noted that there was a speed drop to 5250 rpm on (B)(6) 2024 at 9:24:42, despite patients low -speed limit being set to 5300 rpm. 123 pi events were captured in this log file history. There were no other unusual events seen within the log file. The mechanical circulatory assist (mcs) equipment was operating as expected.